Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to the therapy pcb assembly. Physio replaced the therapy pcb assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is present and an event code is logged in the device's memory. There was no patient use associated with the reported event. Upon evaluation, physio-control observed that the device would not charge defibrillation energy and the device prompted "connect electrode", even when the device was connected to a test patient load. As a result, defibrillation may not be possible, if it were necessary.